Event description:
Reporting status: serious injury - disability. Reporting rationale: a portion of the guide wire remains in pt and is considered permanent impairment. Device issue: guide wire separation. It was reported that the procedure was to treat a lesion in the sfa. The guide wire was being used with another company's device. During removal of the other company's device the distal end of the guide wire separated. Reportedly, the guide wire was removed in two pieces inside the other company's device; however, approx 1 to 2 cm of the guide wire tip remains in the pt's leg. There was no reported resistance. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Eval summary: qa analysis of the returned device revealed that the guide wire was returned with blood and contrast visible on the coils. There were two kinks in tip coils/core 6 mm and 1.5 cm distal to the center solder. The coils were stretched slightly at the kinks. There were numerous offset/overlapped intermediate coils proximal to the center solder for a length of 1.8 cm. The core was separated distal and proximal to where they would have been connected to the hypotube. The hypotube was not returned. The distal and proximal ends of the separated core were both bent in a hook shape. No other damage was noted. The device was sent to the scanning electron microscopy (sem) lab for further investigation. Prod perf engineering reviewed the incident info and the analysis of the returned device. The sem showed the guide wire failed from ductile overload adjacent to the hypotube. The sem also showed evidence that the guide wire was bent excessively at the failure point. The guide wire was therefore, subjected to forces that exceeded the strength of the device. Guide wires are fragile and can be easily damaged. The incident info did not describe conditions that would have overloaded the guide wire, but pushing against resistance could cause the guide wire to bend as found on the returned device. The hypotube joint is the weakest point on the device core. In coronary procedures, this area is more supported by the guiding catheter, but in a peripheral situation, the guide wire is more vulnerable and will bend if pushed against resistance and typically fails at the weakest point as with the returned device. In this case, the root cause of the bend and subsequent failure due to ductile overload is unknown, but the analysis did not show a mfg related cause for the failure. There is no indication of a quality issue in either materials or workmanship; therefore, no corrective action will be implemented. This very low-level failure mode will be trended. Action may be based on adverse trend results. To insure this does not occur, mfg 100% checks all guide wires for any bends or kinks along the core. This MDR is considered closed by the prod perf group.